Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Transmitter functional tester: passed all relevant testing. Pairing with nordic bluetooth device: passed. The share log was reviewed and confirmed the complaint. The probable cause is determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 that the patient reported receiving an early sensor expiration notice. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.